Manufacturer narrative:
Additional information: a4, a6, b3, b5 (applicator, treatment date), d1, d4 (catalog #, serial #, UDI), e1 (address). Corrected data: d8, g1 (address, name, title, email), h3, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received additional information that the patient was treated to the flanks and low abdomen on (B)(6) 2021 using the cooladvantage+ coolcurve+ and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment(s) using coolsculpting system curve 150 applicator to lower abdomen and flanks and may have developed paradoxical adipose hyperplasia. A couple weeks post treatment the patient reported swelling to the provider who advised that the patient wait. After an unspecified period of time, the patient reported enlargement and firmness.